Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 310mg/dl. The customer's levels had been as high as 460mg/dl. The customer states they had treated with manual injection and pump. Troubleshoot was conducted. The cannula was noted to be bent. The customer was assisted with bent cannula troubleshoot.